Event description:
Consumer claims to have been pierced with the inverness ear piercing system on 8/7/98 at a retail vendor. She sought medical attention on 8/11/98 for an infection at the ear piercing sight. She was prescribed an antibiotic.